Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on april 2002. The diameter of the proximal non-aneurysmal aortic neck was 22mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 140mm. The iliac vessels were reported to be significantly tortuous with significant right internal iliac artery stenosis. The pt has a history of hypertension. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated. A 22 french sheath was inserted through the right side, and an 18 french sheath was inserted through the left side. The bifurcated stent graft was inserted through the right side and deployed. A catheter was inserted into the 18 french sheath and into the contralateral gate. During manipulations of the wire, it was reported that the sheath that came out of the left common femoral artery and had to be reintroduced. The iliac limb was deployed, and follow-up angiography was performed. The physician realized that the wire has been reintroduced behind the bifurcated stent graft and not through the lumen of the contralateral leg. It was reported that imaging was not an issue in the inaccurate delivery. No endoleak was observed. The physician attempted to pull the left limb down into the aneurysm sac, but it was not possible. Therefore, the decision was made to create an aorto-uni-iliac system. Two 28mm diameter x 3.75cm length aortic cuffs were implanted in the proximal portion of the stent graft into the right limb and balloon angioplastied. A femoral-femoral bypass was performed. Angioplasty demonstrated patent renal arteries with very limited flow through the left iliac stent graft, as intended, and with good runoff through the right limb. The procedure notes state that there was successful placement of the stent graft with exclusion of the aneurysm. It was reported that the pt would have a follow-up CT scan in one month to insure that the left limb has occluded. No clinical sequelae were reported, and the pt is reported to be fine.